Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris set, an external fluid leak was observed at the circuit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection observed the reported leak from the filter blood header / return screwed connector. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.